Manufacturer narrative:
The device manufacturing records from batch number 300637 were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens were verified and showed to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications.(B)(4): placeholder.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site. Visual inspection revealed that the lens was received, cut in two pieces. The lens was identified as a zma lens because of the type of haptic and the presence of rings on the optic surface. Further analysis on the lens was not possible due to the fact the lens was received in pieces. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens was explanted from the patient's left eye after they complained of halos and glare. No other information was provided.

Manufacturer narrative:
The intraocular lens was removed from the patient's right eye due to severe dysphotopsia. All pertinent information available to abbott medical optics has been submitted.